Manufacturer narrative:
The device has been returned but the device evaluation is not yet completed. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Event description:
As reported for this event by the customer, the device did not yield an image. There is no reported harm to any patient or persons.

Event description:
Addendum jul 20, 2022: the issue of no image occurred during a therapeutic procedure. The device was replaced with a similar device and the procedure completed with no impact on the patient.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. Although the device was not send for inspection/evaluation, and therefore the event could not be confirmed, the suggested phenomenon was presumed to have been due to the defect of the image sensor unit, or the failure of the internal circuit board of video connector or the system. Olympus will continue to monitor field performance for this device.